Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported a red light on the remote home monitor. The physician only gave the patient's last name and boston scientific technical services (ts) was unable to locate them in the remote monitoring system. The cause of the red light is unknown. The field representative was unable to obtain any further information from the clinic. No adverse patient effects were reported.